Event description:
It was reported by the user facility's ICU manager that during a patient transport, the batteries on the bed died on an elevator. As a result, the staff was unable to disengage the powered drive wheel on the bed, and a nurse reportedly injured their back while trying to move the bed.

Manufacturer narrative:
Supplemental submitted to report that conversation with the risk manager at the user facility revealed that the nurse involved in the alleged incident was reportedly older and had a history of back problems. The nurse was examined by a physician and advised to abstain from lifting for a few days.

Manufacturer narrative:
Several attempts have been made to contact the user facility to obtain information on the severity of the alleged injury. As of the filing date, there has been no response from the user facility. If additional information is learned, a supplemental report will be filed as necessary.

Event description:
It was reported by the user facility's ICU manager that during a patient transport, the batteries on the bed died on an elevator. As a result, the staff was unable to disengage the powered drive wheel on the bed, and a nurse reportedly injured their back while trying to move the bed.